Manufacturer narrative:
Medtronic evaluation of returned suspect device finds physical damage and a bent probe tip. The tip of the probe is twisted about 90 degree from center of the shaft; and the twist is at the 10cm mark on the probe. This damage directly caused the reported event.

Event description:
A medtronic representative reported a lumbar probe tip that twisted during a l5-s1 plif spine procedure. The surgeon used a different lumbar probe to complete the procedure with the stealthstation s7 system. There was no negative impact on patient outcome reported.